Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that customer had a high blood glucose event. Customer's blood glucose value was 24.1 mmol/l at the time of incident and a glucose reading was 25.2 mmol/l at the time of call. Customer treated with insulin pump. Customer's parent reported that the customer's blood glucose reading was high even after reservoir and infusion set change. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. The device settings were correct. The insulin pump passed the displacement test and high pressure test. Customer's parent reported that customer's blood glucose reading went down to 10.0 mmol/l at one point but normally it was in the 20.0's mmol/l. Customer's parent also reported that the infusion set cannula was slightly bent. There is no motor error or a no delivery alarm found in the insulin pump alarm history. Customer's parent was advised that the insulin pump is working as designed. The reservoir was not returned for analysis. Additional device related incidents: insulin pump (307969999) ; infusion set (307970031).